Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. Further information was requested but not received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient was admitted to the hospital with a pocket infection and an mrsa infection. It is believed that the infection arose following a generator replacement procedure at a different hospital. The entire system, including the pacemaker, right ventricular lead, and right atrial lead, was removed. On the same day, a temporary pacemaker and a temporary right ventricular lead were placed. The patient's condition remained stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The visual inspection was normal. Interrogation and preliminary test results were acceptable. Device image download was successful. No anomalies were noted. The cause of infection could not be traced to the device.